Event description:
It was reported by service report that there were cracks in the stationary foot skin with sharp edges present. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stationary foot skin.